Manufacturer narrative:
One narrow hexed driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured. Therefore, the complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other similar complaints initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Subcrestal implant placement protocol: if performing a two-stage surgical protocol, pick up the cover screw from the no-touch implant tray with the small hex driver and place it onto the implant. Thread a suture through the hole to prevent accidental swallowing. Tighten the cover screw to 10 ncm. A singular root cause cannot be determined.

Manufacturer narrative:
Patient ID and date of birth not provided/ unknown. Patient weight not provided/ unknown. Event date not provided/ unknown.

Event description:
Doctor indicated that the hex driver (phd03n) fractured while tightening the cover screw on the implant. The doctor was able to complete the procedure with another instrument. Tooth location #20.